Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing intermittent low blood glucose (bg) levels for the past five days (as low as 33 mg/dl). Contact stated the low bgs were caused by the customer's diet since being released from a rehabilitation center. Contact stated the low bg levels were not caused by the pump or pump supplies. The customer consumed orange juice and peanut butter sandwiches to address low bg level. Reportedly, the customer will be meeting with their endocrinologist to discuss their diet.